Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the system pcb, ui pcb, flex cable and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced parts were returned to stryker for further evaluation. The reported issue was confirmed. The root cause was determined to be corrupt memory on a component of the ui pcb. The parts were retained by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.